Event description:
Customer states that pump alarms error code 13.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of specifications. New pcb board was replaced to resolve the issue. Reference recall # 2-0294-2013.